Event description:
The following info was received through medsun report# (B)(4): the (B)(6) male pt had multiple resections with recent hemicolectomy and soft tumor resection for reoccurrence admitted earlier this year with worsening fatigue, hypotension and fever. The pt had emergent surgical intervention for bowel leak and intra-abdominal fluid collection. The pt was treated with vancomycin and meropenem, started on total parenteral nutrition, and a wire guided arterial line was placed in the right radial. A right ij triple lumen cook min/rif was placed. (B)(6) days later, another MFR's powerpicc 5f 32 cm was placed. The next day, the pt lost consciousness when he got out of bed to use the bathroom. The pt was found to be hypotensive, tachycardic, and oxygen saturation was 88%. He was intubated and had progressive hypotension that was unresponsive to levophed and vasopressin. The pt became bradycardic and unresponsive to atropine. He progressed to pea arrest. During the resuscitation attempt the following drugs were given: epinephrine, vasopressin, amiodirone, ca, sodium bicarb, IV fluids. An add'l central venous catheter was placed in the left ij during the resuscitation. The pt was defibrillated for v-fib. An autopsy showed an unexpected finding: presence of foreign material emboli in the small and medium sized pulmonary arteries. Per the pathologist "much of the material had the histological appearance of hydrophilic gel which coats the catheters used for line placement. The cause of death is attributed to multiple scattered emboli within the distal pulmonary arteries."

Manufacturer narrative:
Device is suspected to fall into category of cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Exact device name is unk as the part is not confirmed. The common device name is suspected to be foz to reflect the suspected part number - but not confirmed. Cat # suspected (but not confirmed) to be a c-utlmy-701j-rsc-abrm-hc-ihi-fst-a-rd. (B)(4) - death is not labeled in the IFU. (B)(4) - unk if cook device is related to the event. Event eval: still under investigation. Please note that at this time it is not confirmed that a cook device caused or contributed to this event, only that a cook device was used during this event.